Event description:
We received an allegation about discrepant results for 1 patient¿s sample tested with elecsys (hcg+beta) hcg+b assay on a cobas 8000 cobas e602 immunoassay analyzer. Initial result: 966.4 miu/ml. The initial result did not match the patient's clinical diagnosis and the sample was repeated. On 18-feb-2024: 1st repeat result: <0.1 miu/ml (the original sample was repeated). The repeat result was deemed to be correct.

Manufacturer narrative:
The hcg-b reagent lot number was 70917400 with an expiration date of 30-sep-2024. Calibration signals were within expectations. Qc was within the range. The alarm trace showed an abnormal aspiration alarm and a sample foam detection alarm on the day of the event. The investigation is ongoing.

Manufacturer narrative:
A general reagent issue can be excluded because the qc prior to the event was within ranges. The investigation did not identify a product problem. The cause of the event could not be determined.